Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an unexpected restart alarm during normal use of the insulin pump. The customer's blood glucose was unknown. The customer stated that they received several alarms and that the insulin pump would not turn on again after the latest alarm that was received. The customer stated that they had reverted to a back-up plan. The customer was not hospitalized. Advised to contact hospital for replacement insulin pump and that a loaner insulin pump would be sent. Nothing further reported.